Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Perfumed visual inspection on the returned sensor plug assembly, and no failure modes were observed. No physical damage observed on sensor patch and no issues were observed with the adhesive. No malfunction or product deficiency was identified. Therefore, this issue is not confirmed. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history record) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An adhesive issue was reported with the abbott diabetes care (adc) sensor. The sensor prematurely detached, and the customer was unable to obtain readings. As a result, customer experienced hypoglycemia and loss of consciousness. The customer was unable to self-treat. The customer was provided with some cereal by a non-healthcare professional (hcp) for the treatment. There was no report of death or permanent impairment associated with this event.